Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller stated that the customer would change the infusion set three to four times because the issue was not absorbed; three weeks of issue. The caller stated that the customer's blood glucose would increase above 400 mg/dl, the customer would change infusion set and bolus as needed. The caller stated that the customer passed away at home, on (B)(6) 2016. The cause of death was congestive heart failure. The last time the customer was hospitalized in (B)(6), he was on hospice care for almost six weeks, felt better, and then got sick again. The caller stated that the customer had heart disease and ten years ago the customer had a bypass surgery and had two stents put in. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that they do not have the customer's insulin pump.